Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt can no longer hear with his device since (B)(6) 2012. The day before, in the morning, the pt caught the conductor link while he was cleaning his ear with a cotton bud. He felt something flabby in his right ear canal. When he pulled it, it felt like a rubber band going back, and at its end the pt felt a thicker part with his finger. Since this incident, the hearing sensation vanished. The pt was examined in his clinic where it was seen that the floating mass transducer is still connected to the conductor link. However, it is located in a non-typical position. The tympanic membrane is in healthy state.